Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the right ventricular (rv) lead a lead integrity alert (lia) triggered for sensing integrity counter (sic) and varying impedance. It was also reported an alert triggered for high impedance. During follow up visit, it was noted that the rv lead exhibited rising and high thresholds, high and rising impedance. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.